Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with cephalothin (1gr, intraperitoneal and frequency was not reported )and amikacin (100mg once per day for six days intraperitoneally). Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.